Event description:
Related manufacturer reference number: 1627487-2021-19404. It was reported that the patient was not getting adequate therapy. As a result surgical intervention occurred on (B)(6) 2021 and the system was explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.